Event description:
It was reported that in 2001, a pt presented with an acute myocardial infarction and was initially treated with thrombolytics. During subsequent ptca of calcified lesion in occluded "lad", a pinhole rupture occurred in the proximal area of balloon, causing a retrograde dissection of the left main coronary artery. Antegrade flow to the lad remained adequate. The pt remained hemodynamically stable throughout the procedure. Two stents were placed in the mid and proximal lad. An intra-aortic balloon pump was also inserted. Two days later, pt had four vessel coronary artery bypass surgery. Pt developed atrial fibrillation post-operatively, but was discharged approx 5 days post-op. The physician stated that the calcified lesion may have caused the balloon rupture. The physician believes there is a direct relationship between device performance and pt's need for surgery.